Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device would not fire after the second cartridge was loaded. There was no pt consequence.